Event description:
This was a lead extraction case to remove two leads due to cied system infection. Each lead was prepped with an lld. The first lead (model unknown) was removed utilizing a 16f sls ii. Lasing then began on the second lead (mdt rv ICD) utilizing the 16f sls ii. A drop in blood pressure was noted and a sternotomy was performed. An innominate/svc tear was detected and attempts were made to repair the injury, however, the patient did not survive the intervention.

Manufacturer narrative:
Information regarding what leads were removed in this case was obtained and added to the report. Both leads were medtronic 6947 sprint quattro secure leads.